Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 03-dec-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ lot h20138.

Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 7.1 on a patient. (B)(6) year old female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. (B)(6). The customer states that the 1st attempt was always from the ac (elbow area), if the result is too high, they will redraw from either the back of hand or the forearm. Test results is acceptable the 2nd test. It is suspected that the 1st sample taken from the ac (elbow area) is a hemolyzed sample. However, could not be confirmed. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.